Event description:
It was reported that the patient presented in-clinic for follow-up. During interrogation, loss of capture and reduced sensing was noted on the right atrial lead. The patient was asymptomatic. A fluoroscopy confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.